Manufacturer narrative:
(B)(4). The lot/batch was not provided; therefore, the manufacturing records could not be reviewed.

Event description:
It was reported that during an unknown procedure, tip of the shaft of the 1st device and the 2nd device were broken during use. No pieces fell into the patient. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Batch # r92w74. Investigation summary: the instrument was received with the electrode tip bent and the shaft sheath damaged at the instrument tip. In addition the electrode was not detached as reported. A bent electrode could have caused this damage to the sheath. Caution should be taken not to retract the electrode into the sheath when it is bent. No conclusion could be reached as to how the tip of the electrode got bent. The batch history record was reviewed, and no defects, nc¿s or protocols related to the complaint, were found during the manufacturing process.